Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient from the (B)(6). The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. The electronic data result of "bottom pressure too low" is indicative of a potentially failing u22 pressure sensor on the main pcba (printed circuit board assembly) and is consistent with the alarm that the customer experienced. Further investigation of the main pcba confirmed that the root cause for the reported fault alarm was a failure of the pressure sensor (u22) on the main pcba. Syncardia has initiated a corrective action (CAPA) to address the issue of u22 pressure sensor failures. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with u22 pressure sensor failure events. Despite the u22 degradation, the driver passed all cardiac output, right atrial pressure (rap), aortic pressure (aop) , pulmonary arterial pressure (pap) and left atrial pressure (lap) performance metrics associated with nominal normotensive and hypertensive settings. The driver did not exhibit any alarms or anomalies. The customer reported issue poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The driver was serviced, which included the replacement of the main pcba, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient from the center hospitalizer (B)(6). The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.